Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault). The cause for the failure was isolated to physically damaged u901, t1 and v1 components, as well as bent connector pins on the j1002 and j1003 inter-pca connectors. The root cause for the damaged components was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.